Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The blade has not been returned. A product analysis has not been performed.

Event description:
It was reported that the blade broke during use. There was no patient or user injury reported.